Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim/fading and discolored. Unrelated to the complaint, evaluation revealed that the up arrow keypad button was intermittently unresponsive. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was observed under all key contacts. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the case seal. A second battery compartment crack was observed between the case seal and the bottom of the finger pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.